Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device 103r46 / vcp493hcn31 batch number, and non-conformances no related to the reported complaint condition were identified. H3 investigation summary ==>during visual inspection of the needle. Significant tooling marks were noted at the edge of the swage area. The barrel hole was examined and a suture remnant was observed in the needle hole. Also a cut in the suture was noted in the swage area. This cut was probably caused by a surgical instrument. Additionally, a photo was provided showing it shows an empty foil, a labeled winding former, a piece of suture with body fluids, and a detached needle that pertain to code vcp493. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The problem of the suture pulling off the needle happened in the surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested